Event description:
A report was received that stated the pump alarmed "error code 44510". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed. Explanation of method code, "other": the actual device involved was returned and is currently under eval.